Event description:
It was reported that the haptics of the model zcb00 intraocular lens (iol) were sticky. It was stated that the haptics were sticking to each other and also to the optic front side. It was stated that in about half a minute (maximum waiting), the lens is opened with a ''pusher and a spatula''. It was stated that ''often the lens is manipulated longer and sometimes stick so much that the iol is tilting.'' There was no patient injury and no impairment reported. The iol remained implanted. No further information was provided.

Manufacturer narrative:
(B)(6). Date of event: unknown. Implant date: unknown. Explant date: not applicable; the lens remains implanted at the time of submitting the MDR. Concomitant medical products: duckworth and kent platinum 1 inserter (B)(4). Platinum 1 serier cartridge, (B)(4). (B)(6). Section f has been completed by the manufacturer. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Concomitant medical products: eye fill c viscoelastic. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.